Event description:
A discordant, falsely low creatinine result was obtained on one patient sample on an advia 1800 instrument. It is unknown if the initial discordant result was reported the physician(s). The test was repeated twice and resulted higher than the initial results. There are no known reports of patient intervention or adverse health consequences due to the low creatinine result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and performed preventive maintenance. The cse later found a mix2r error which was caused by the paddle hitting the splash cover. It is unknown if this was related to the low creatinine event. The cse ran a precision test which was within acceptable limits. The cause of the discordant, falsely low creatinine result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.